Event description:
The ICD and lead were replaced when oversensing was observed. It is not known which device contributed to the oversensing. During explant, the physician noticed that three was no insulation cap on one of the "pace/sense" screws.